Event description:
This MDR is being filed in response to the pt's report that the electrode gel started leaking and the metal snap under the red and black electrodes made contact with her skin and caused burns. The red electrode burn occurred approx on (B)(6) 2011. The black electrode burn occurred on (B)(6) 2011. No medical intervention was required nor was medication used for treatment. The red electrode burn was described as looking like a thin line but deep (vertical). It was healed by (B)(6) 2011 when the pt was interviewed. The black electrode burn was described as a horizontal line. The burns did not bleed. The pt reported no overheating of the device. The pt did not observe anything unusual concerning the device. The pt started service on (B)(6) 2011.

Manufacturer narrative:
The device was received by lifewatch on (B)(4) 2011, and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the MFR for further evaluation. Associated accessory for device: act cell phone monitor; model # com001; (B)(4).